Event description:
It was reported that the patient stated that they received multiple shocks from their previous device. " follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The lead could possibly be suspect of inappropriate shocks. The lead remains in use and the device has already been explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.